Manufacturer narrative:
When received the device depletion was determined to be premature. The cause of the premature battery depletion was consistent with li cluster formation. Further analysis will not be performed at this time per legal hold.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Premature battery depletion was suspected. The patient was stable.